Event description:
It was reported by the customer that the bd pyxis¿ es server had multiple orders that were not crossing over to all pyxis stations. The customer reported there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in this incident, it was determined that multiple orders were not crossing over to all pyxis machines. A technical support specialist stated that the issue was on the customer's side and was resolved by the customer. The system functioned as intended after the customer resolved the issue.